Event description:
An endurant ii limb  etew1313c82ee was intended to be implanted as part of the endovascular treatment of a 51mm aaa.  It was reported that during the procedure, when attempting to deploy the limb, once the external slider was rotated the graft cover would not withdraw to deploy the stent graft. The physician then removed the delivery system without issue. Another endurant limb was then implanted instead.  It was confirmed the endurant limb extension appeared normal before use. The deployment steps were followed per the IFU and it was able to be delivered to the intended landing zone without issue. It was only when trying to deploy it that it failed.  Per the physician the cause of the deployment issue could not be determined.  No additional clinical sequelae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.